Event description:
It was reported that before use, when the chipboard box was opened for a 3.5x15 mm nc trek dilatation catheter the yellow protective sheath was stuck to the balloon and could not be removed. Force was applied to remove the protective sheath; however, the balloon was damaged (shape of the balloon). The device was not used and there was no patient involvement. A new same sized nc trek dilatation catheter was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficult to remove the protective sheath was not confirmed due to the protective sheath not being returned. The reported unusual appearance was not confirmed, but may have been due to the force applied during difficulty removing the protective sheath. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for unusual appearance or difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.